Manufacturer narrative:
Product complaint # (B)(4) . Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 230 reported that the liner trial is scratched up. Nothing is wrong with poly except it has been used for many surgeries. Nothing was left in patient and case was not delayed. The instrument associated with this report was not returned. A search in the complaint database found similar complaints that attributed the root cause to be from misuse and heavy usage. However, with no more information and no instrument returned to examine, a root cause cannot be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner trial is scratched up. The va mtn requires that it be replaced. Nothing is wrong with poly except it has been used for many surgeries. Nothing was left in patient and case was not delayed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.